Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer experienced a hypoglycemic event. Customer fell to the floor. The paramedics were called to her home. Customer was transported to the hospital. The current blood glucose reading is 285 mg/dl. Customer has treated with bolus from insulin pump. Nothing further reported.